Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1990. Subsequently, a revision procedure occurred on (B)(6) 2014 due to poly wear. The liner was removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due excessive wear and worn beyond its useful life.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported to date. Additional information received revealed the patient underwent revision surgery on (B)(6) 2014. The liner was removed and replaced.